Event description:
According to the reporter, preoperatively, the surgeon was able to squeeze the handle, and the clips deployed anteriorly out of the jaws instead of staying in the side the jaws. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 173016 endo stitch instrument (lot#: j3a1554ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with fourteen remaining clips. The collar under the shaft cover was bent near the jaws. The jaws were misaligned. No other visual abnormalities were observed. Functional testing found that when the handle was cycled to load a clip; the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument was not performed. It was reported that the device was difficult to load. The reported issue was confirmed. This issue can occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.